Event description:
Device 1 of 2: reference MFR. Report#1627487-2018-08363. Additional follow-up indicates during the ipg replacement, the physician encountered difficulty inserting and disconnecting the lead in and out of the battery ports. Due to high impedances and appearance of lead wires, the physician opted to replace the lead during the same procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy after suffering a fall approximately 10 days ago. Reportedly, their scs ipg communication ceased at that time as well. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. Postoperatively, therapy was restored and the issue resolved.

Manufacturer narrative:
New device reference added to include communication hub update received regarding replacement of the lead during the previously reported ipg replacement surgery.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2018-08363. Further follow-up revealed the physician opted to replace the scs lead during the ipg replacement surgery to further address the issue. Reportedly, a portion of the original lead was left in situ due to damage during explant. In turn, a new lead was implanted wherein effective therapy was restored postoperatively thus resolving the issue.